Manufacturer narrative:
A return request was made for the product to be returned. Initial investigation has been completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient developed and infection which was believed to be the result of the patient initially developing a pocket hematoma. As a result their implantable cardioverter defibrillator (ICD), defibrillation lead and atrial leads (the 4035 was previously surgically abandoned due to upgrading this patient's system) were explanted. No further adverse patient effects were reported.